Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue was observed with a ventilator's oxygen blending module board and interface board. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's interface board and oxygen blending module boards need replaced to address the issue. There was evidence of physical damage.

Event description:
The manufacturer received information alleging an issue was observed with a ventilator's oxygen blending module board and interface board. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.